Event description:
It has been reported to philips that wi-fi pedal was out of service on the azurion 7 m12. No harm has been reported to philips. The wi-fi pedal did not hold the charge and immediately cuts off after the reload cable was disconnected. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the event occurred. The wireless connection with the base station was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.